Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated visually. A number of anomalies were observed. The lower jaw was slightly deformed. The white plastic handle on the needle that helps load and unload the needle onto the gun is missing. The tip of the needle is broken and the needle is jammed inside the passer confirming this complaint. This type of failure can be attributed to user technique, consistent with excessive force being applied on the device. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed a similar complaint for this lot released to distribution. The device is over 2 years old and possibly has seen heavy use. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device will be disposed through proper channels. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 2 for the same event. It was reported by the sales rep reported that during a rotator cuff repair, it was observed that the needle became jammed in the customer's expressew iii without hook. The surgeon tried multiple times to deploy the needle without success and then found the back of the needle had broken inside the gun. The sales rep confirmed nothing fell in the patient's joint space and the broken needle remained jammed inside the gun. The surgeon completed the procedure with another like device with no patient consequences or delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.